Event description:
On (B)(6) 2012, the pt reported he has been having insulin leaking and wetness around his infusion site. His blood glucose level has been as high as 400 mg/dl. The pt has a trainer that is going to be visiting to assist him in troubleshooting the leaking. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product is available to be returned for eval.